Event description:
It was reported to philips that flexvision pc failed to power on, causing system boot failure on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision pc and reinstalled the os and application software, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).